Event description:
We received a report that during the implantation of an ar40e 19.0 there was a folding problem and the intraocular lens (iol) would not lay in the sulcus correctly; it was an improper fit. The incision was enlarged and the iol was cut out. Another iol of the same type and diopter was placed and sutures were used to close the incision. No patient injury was reported.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscopic magnification showed evidence of ovd (viscoelastic) residues and loose particles were observed on the iol parts, compatible with handling the lens out of the sterile environment. The iol had two large cuts in the optic. Additionally, the directions for use state that this foldable acrylic iol is intended to be placed in the capsular bag (not in the ciliary sulcus). All pertinent information available to the manufacturer has been submitted. Placeholder.